Event description:
It was reported that, "the pt had a stryker triathlon knee system implanted on (B)(6) 2011. She now has a staph epidermidis infection and detached patella ligaments. She will be undergoing a knee aspiration on (B)(6) 2012. This pt has been referred to specialist (B)(6) from (B)(6) hospital who is considering removing the implants and replacing with an antibiotic spacer."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. At this time the device remains implanted. If add'l info becomes available, it will be submitted in a supplemental report.